Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the device found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c165, serial#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). They clarified that the failed impedances were high impedances but the actual measurements were not provided. It was noted the lead was put in the mail on october 13, 2017 to be returned to the manufacturer for analysis.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977c165, serial# (B)(4), product type lead.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2017, a lead was placed and tested intraoperatively for impedances. 3 of 16 electrodes were midline: electrodes 6, 7, and 8 all failed when tested at 0.7 volts and at 3.5 volts. A multi lead trialing cable (mltc) was also used to test impedances and they got the same results. After replacing the lead the impedance issue was resolved. The lead that had the impedance issue was returned to the manufacturer for analysis. No symptoms were reported. No further complications were reported or anticipated.